Manufacturer narrative:
Please see section a. Patient information: corrected sex and dob.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the patient's infusion site infection.

Event description:
The patient reported removing a pod that had been worn on the abdomen for longer than 48 hours. Upon removal, the patient observed pain and some blood at the area. Shortly afterward, the patient noticed what appeared to be an infection located close to, but not at, the pod site. Because of this, the patient contacted a medical provider at the beginning of (B)(6) 2026, with the incident date documented as (B)(6) 2026 due to the patient not recalling a specific date. Medical attention was provided through a phone consultation. During the call, the patient described pain near the previous application area, and the medical provider diagnosed an infection and prescribed antibiotics. (Medication name is unknown). No glucose issues were reported, and no blood glucose values were provided. The patient successfully activated a new pod after the event. The patient discarded the pod.